Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the physician had difficulty advancing the vizigo¿ sheath across the septum into the left atrium. The physician felt there was resistance when advancing across the septum. The vizigo¿ sheath was removed from the body and a kink in the shaft was observed. The caller states that there was no difficulty advancing the vizigo¿ sheath through the body. The vizigo¿ sheath was replaced with an abbott sl1. The procedure continued. Requesting a replacement sheath. Additional information was received. It was reported that the black soft tip of the sheath showed physical damage. The kink on the shaft did not result in wires being exposed, nor lifted or sharp rings. The issue was found at the distal tip. No adverse patient consequence was reported. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection evaluation and dimensional test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the tip was bumped, no other damage or anomalies were observed on the device. A dimensional test was performed on the outer diameters of the shaft sheath, and the results were found within specifications. A device history review was performed for the finished device number lot 00002587 and no internal action related to the complaint was found during the review. The bumped tip could be related to the intracardiac resistance and shaft bent issues reported by the customer, therefore, the complaint was confirmed. The bumped tip could be related to a potential skin incision size relative to the sheath during the procedure; however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to the initial report: g1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. H4. Device manufacture date has been obtained and added. Therefore, full UDI is now available and d4 has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: pc-(B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the physician had difficulty advancing the vizigo¿ sheath across the septum into the left atrium. The physician felt there was resistance when advancing across the septum. The vizigo¿ sheath was removed from the body and a kink in the shaft was observed. The caller states that there was no difficulty advancing the vizigo¿ sheath through the body. The vizigo¿ sheath was replaced with an abbott sl1. The procedure continued. Requesting a replacement sheath. Additonal information was received. It was reported that the black soft tip of the sheath showed physical damage. The kink on the shaft did not result in wires being exposed, nor lifted or sharp rings. The issue was found at the distal tip. No adverse patient consequence was reported.